Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using a direct stenting technique, a 3.0x24mm ion stent was used for treatment; however, the stent was "damaged on insertion". The procedure was completed with a different device. No patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).